Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic was torn during insertion. The lens was removed and another lens was implanted. There was no pt injury.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that the lens was split in half and the optic was torn near one of the haptics. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.